Event description:
The customer reported the system does not start. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and power supply board. System operates as intended. (B) (4).